Event description:
Sorin group (B)(4) received a report of inadequate flow through the d903 avant adult hollow fiber oxygenator during a procedure. The circuit was replaced and the procedure was completed without any pt consequences.

Manufacturer narrative:
The lot number was not provided. Because the lot number was not provided, the expiration date is unk. Sorin group (B)(4) manufactures the d903 avant adult hollow fiber oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). This issue was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.